Manufacturer narrative:
No customer product sample received for investigation. Lot number provided so a DHR review was conducted. DHR and sterilization records were found to be complete and accurate. No other complaint reports of germs in the bladder for this lot/sku combination. The root cause of the reported event could not be determined. Causation could not be established between the hollister urethral catheter and the reported symptoms.

Event description:
It was reported that an end user who had been using the hollister hydrabalance catheter for some time was experiencing a burning sensation in his urethra which hadn't subsided. It was reported that he had a germ in his bladder and had been taking an antibiotic for three weeks.